Manufacturer narrative:
Concomitant product continuation: navio pfs handpiece device. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device rotated beyond the mechanical stop. It was further reported that all of the registration and implant planning steps were smooth. According to the reporter, the device showed a motor failure once the foot pedal device was pressed. It was further reported that the device was tried to be reconnected a few times; however, it kept showing a motor failure. The reporter indicated that in exposure mode, the burr device could come out when it sensed the location ¿which it should cut out¿. However, the burr device could not rotate. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was further reported that after the surgery, the long attachment device could not be disassembled from the ¿navio pfs handpiece" device. It was confirmed that there was no allegation of malfunction reported against the long attachment device. The navio pfs handpiece was just stuck to it. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that the hand control device would not function. During repair, it was determined that the flex-circuit was worn out which caused the hand control to not function. It was further determined that the issue was consistent with normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.